Event description:
This is a spontaneous report by a nurse from the USA of acute myocardial infarction (mi), peritonitis, sepsis and ileus in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010 the patient was hospitalized for an acute mi, peritonitis and sepsis. On an unreported date, while hospitalized, the patient developed an ileus. The patient underwent a stent placement for the acute mi and received (B)(6) while hospitalized for the peritonitis and sepsis. The nurse provided an alternative etiology of the acute mi leading to an ileus leading to peritonitis and sepsis. On (B)(6) 2010, the patient was discharged from the hospital and the events of acute mi, peritonitis and sepsis were resolved. The outcome for the ileus was not reported. Pd therapy was ongoing. The nurse believed the events of acute mi, peritonitis and sepsis were unrelated to pd therapy and did not provide an opinion of causality for the ileus.

Event description:
Pt was revised to address pain and metallosis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot number(s) 10d15h25 with no defects noted. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.